Manufacturer narrative:
This is the same event as 3010536692-2016-00624 & 3010536692-2016-00626. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: pain and fluid in the hip (showed on MRI study); soft tissue reaction; corrosion of trunnion on right stem. (Right)